Manufacturer narrative:
Since the serial number of the lens was not known, no manufacturing record review was performed. No visual inspection was performed as the lens remains implanted. The complaint can't be confirmed. The thread was sent to an outside laboratory for analysis by fourier transform infrared (ftir) spectroscopy in order to identify the material. Ftir analysis revealed that the thread was consistent with a polyester (pcdt) fiber material. The sample was consumed during the analysis and so no further testing was performed. The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the intraocular lenses. The dfu instructs the physician to perform a thorough examination of the lens to ensure particles have not become attached to it and the lens optical surfaces for other defects. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
(B)(6). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that after implantation of a zcb00 intraocular lens (iol) with a imtec30 cartridge, a thread could be seen in the eye. The thread was removed from the eye and placed in the supplied packaging (blue circle). The customer assumes that the thread comes from the plastic, since it was not foreseeable. Reportedly, there was no patient injury. This report is for the zcb00 iol.

Manufacturer narrative:
The iol was successfully implanted and the iol is still in the eye. No vitrectomy and no incision enlargement. If explanted; give date: na (not applicable) the lens remains implanted in the patient's eye. All pertinent information available to abbott medical optics has been submitted.